Event description:
The pt is reportedly experiencing intermittencies with her internal device. External equipment has been exchanged and programming adjustments were attempted however this did not resolve the problem. Revision surgery is being discussed.